Event description:
It was reported that an imaging issue occurred, resulting in an aborted procedure. The stenosed target lesion was located in the middle segment of the left anterior descending artery. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, when the catheter was inserted into the patient, it failed to produce an image. The procedure was not completed due to this issue and was rescheduled. The patient was stable, and no complications were reported.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed no issues; the device appears to be in good condition. Impedance testing revealed no electrical issues. A good image appeared in the ilab system during image characterization testing. Media provided by the customer was inspected and showed no image on the capital equipment screen.

Event description:
It was reported that an imaging issue occurred, resulting in an aborted procedure. The stenosed target lesion was located in the middle segment of the left anterior descending artery. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, when the catheter was inserted into the patient, it failed to produce an image. The procedure was not completed due to this issue and was rescheduled. The patient was stable, and no complications were reported. It was further reported that the patient was sedated with local anesthesia prior to the procedure. Imaging was performed twice using the polaris system; however, only the imaging procedure was canceled. The patient was treated as planned.

Event description:
It was reported that an imaging issue occurred, resulting in an aborted procedure. The stenosed target lesion was located in the middle segment of the left anterior descending artery. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, when the catheter was inserted into the patient, it failed to produce an image. The procedure was not completed due to this issue and was rescheduled. The patient was stable, and no complications were reported. It was further reported that the patient was sedated with local anesthesia prior to the procedure. Imaging was performed twice using the polaris system; however, only the imaging procedure was canceled. The patient was treated as planned.